Event description:
It was reported that the rubber covering of the up and down was damaged and the up button was not fully functional. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.